Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and a failed battery test . The customer¿s blood glucose level was 11.0 mmol/l at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error and stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer's parent also reported that the insulin pump had a recurring failed battery test alarm. Customer's parent stated that replacement battery cap did not resolve the issue and the alarm recurred even after a new battery has been used. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind test, unexpected restart. No unexpected failed battery test alarm and motor error alarm noted during testing. The insulin pump failed to vibrate during self test due to vibrator motor connector broken black wire. The motor was tested outside the device and passed.